Event description:
Per independent repair center statement; the unit was alarming, red light. The key failure was a leaking sieve bed gasket. Additional malfunctions were a contaminated 4-way valve, and need for the installation of tie wraps and a clamp.